Manufacturer narrative:
Block b3: exact date unknown, event occurred two months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1110-02, serial: (B)(6), batch: 15878363.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. All explanted ipg were kept by the medical facility.